Manufacturer narrative:
H6 investigation findings: separation problem a supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided and the following were observed: sheath distal tip is fully torn radially and separated. Damage observed along the radial tear. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander system IFU's were reviewed. Precautions include, 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively', 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. Precautions note 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for failure - sheath distal tip torn and system components separate during use were confirmed through provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, '21 days post implant, a phone call was received from one of the vcc's to the fcs asking them to look at a picture. The patient had been readmitted with stroke-like symptoms (though not confirmed). A follow up CT showed a foreign body in the carotid artery. The object appeared to be the fractured tip of an edwards esheath+.' Provided imagery shows the separated piece of the sheath distal tip. This tear may be attributed to improper tip expansion, resulting in interference between the valve and sheath distal tip upon system advancement through distal sheath. It is also possible that the challenging patient anatomy required device manipulations that may cause non-coaxial alignment between the devices and lead the valve to catch onto the sheath distal tip and tear it during delivery system advancement. The damage observed in the imagery could be indicative of this interaction with the valve and torn tip. High push forces, if applied, during delivery system advancement may also further contribute to the separation of the distal tip from the sheath shaft. However, based on the provided information, a definitive root cause is unable to be determined at this time. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), post implant of a 26 mm sapien 3 ultra resilia valve in the mitral position, the case was challenging due to cardiac anatomy (rotated heard requiring a buddy wire). The team did do a transeptal puncture during the procedure. The septal puncture was not closed. The patient was stable and normal following the procedure. 21 days post implant, a phone call was received from one of the valve clinic coordinator (vcc) to the fcs asking them to look at a picture. The patient had been readmitted with stroke-like symptoms (though not confirmed). A follow up CT showed a foreign body in the carotid artery. The object appeared to be the fractured tip of an edwards esheath+. The object was removed, and the patient disposition was stable/normal. The distal tip damage was not noticed during the implant following withdrawal. The sheath was removed and discarded by staff. The fcs is unsure when the photo was taken, but the patient was discharged and then returned with those symptoms a week or so later. There were no issues with withdrawing the delivery system into the sheath after valve deployment.

Manufacturer narrative:
The investigation is ongoing.